Event description:
Reporter alleged obtaining a result of 504 mg/dl on the aviva system compared back to back with a result of 200 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined.